Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer¿s blood glucose level was in 391 mg/dl-high (specific value not provided) range. A correction bolus via the pump was delivered to address bg. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.